Event description:
It was reported the customer had low blood glocose. The customer refilled the reservoir and inserted it in the insulin pump without rewinding the device. The customer's low blood glucose continued dropping and paramedics were called. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.